Manufacturer narrative:
(B)(4), method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt related condition. Analysis: upon receipt at medtronic's quality laboratory, the valve appeared to have been damaged during explant and/or during the histopathology sampling process. The stent was broken adjacent to the left cusp. All existing leaflets were stiff due to tan thrombotic host tissue on the outflow. The non-coronary cusp was prolapsed due to the adherence of thrombotic host tissue on the outflow. Remnants of glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp, along the tissue and base stitching adjacent to the right and non-coronary cusps, to the inflow margin of attachment of the left cusp, into the right non-coronary and non-coronary left inferior coaptive areas extending 1 to 2 mm on all existing leaflets. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted three months, was explanted due to a gradient.